Manufacturer narrative:
The device was not returned to zoll medical for evaluation. However, photographs were supplied and the customer's report was observed. Without the device for evaluation, root cause could not be firmly established using the supplied data. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pace functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and the processor/bridge/pace board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.